Event description:
It was reported by the customer that the device failed plunger force accuracy. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that tube drive replaced due to bent tube causing plunger force accuracy error. As found software version 12.1.0.76, as left software version 12.1.0.76. The probable root cause of the reported issue was due to mechanical failure of the carriage assy. A review of the device history record showed the device had a manufacture date of 12dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device failed plunger force accuracy. There was no additional information provided and no patient involvement.